Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface."

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped prior to the malfunction alarm occurring. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.